Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2016. The customer stated that the emergency medical services were called. The customer's blood glucose was unknown at the time of incident. The customer's most recent blood glucose was 545 mg/dl at the time of call. The customer stated that they gave glucose tablets. The customer stated that they passed out. The customer stated that the blood glucose was stabilized during hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done. The customer stated that the reservoir was showing the less amount of insulin than shown on the status screen. The customer stated that they believe that the insulin pump was over delivering. The customer stated that they also experienced high blood glucose around 500 and treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected restart alarms noted. The insulin pump functioned properly. Several displayable history crc check failed on startup alarms noted in alarm history screen due to corrupted history file. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.